Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d4 (exp. Date).

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacure, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h1.1 corrected field: d4 expiry date. The iab was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 24.1cm from iab tip. Additionally a kink was observed on the catheter tubing near the y-fitting approximately 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y fitting and extracorporeal tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a kink causing the reported problem. It is difficult to determine when or how this occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limit: e1 (initial reporter): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the intra aortic balloon (iab) experienced a balloon rupture. There were no patient harm or injury was reported.